Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 components; however, it is unknown which component, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094568.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead; as a result, the patient underwent surgical intervention to explant the entire system. One lead was abandoned due to a procedural complication (related manufacturer report number: 3006705815-2025-02357). The date of explant is unknown. It is unknown which lead caused/contributed to this event.